Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported the patient had weakness, numbness, tingling, and loss of function in her right leg that appeared after her ins system was implanted. Impedances were all within normal range and she and 50% usage. The physician explanted the entire system (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that it is unknown when the patient first started experiencing their symptoms. They stated that they have not seen the patient post-operative, therefore, they are unsure of these symptoms have been resolved. The rep noted that the cause of the patient¿s weakness, numbness, tingling, and loss of function in her right leg was not determined. No further complications were reported or anticipated.